Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A other healthcare professional reported that lens torn optic during the surgery. The lens was explanted and implanted with backup lens during the initial procedure. Additional information has been requested.